Manufacturer narrative:
Device was used for treatment, not diagnosis. Year of birth (B)(6). Ethnicity/race was not provided for reporting. UDI number: (B)(4). Upc = (B)(4). Expiration date= na. Lot number = 0188b. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 18, 2018. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that she used band-aid tough strip to cover her surgical incision and it had caused her surgery incision to worsen on (B)(6) 2018. It had removed skin around her incision and had removed the scab. Consumer used one strip and had only used the product once. She sought medical attention and her doctor advised her to keep using dressing and prescribed antibiotic cream. Consumer treated the event with antibiotic cream and used another dressing. She has still not recovered.